Event description:
It was reported that during a hip arthroscopy, with psoas release, the tip of the ablator broke off during ablation. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One unpackaged ar-9835 batch number 2111102 was received for investigation. No functional testing was performed due to the detached aspirating probe face. Visual evaluation found that the aspirating probe electrode face was detached. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. This event is most likely caused by prying/leveraging of the device against bone/bony tissue, use of the device for extended periods of time.